Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. The customer consulted with their healthcare provider and discussed diabetes management, no additional patient or event information was available.